Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture and sensing anomaly. The lead was dislodged into the superior vena cava - svc. The lead was capped and replaced on (B)(6) 2016 during routine device change out procedure. There were no adverse consequences to the patient.